Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not conclusively be established. It was reported that the patient expired and the cause is unknown. No autopsy was performed and the device was not explanted. The device will not be returned for evaluation. No further information will be provided. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. Due to patient privacy laws, the cause of death was not provided by the managing hospital, although based on a review of available patient records there were no device issues noted at the patient's most recent follow-up. No autopsy was performed.